Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the sensing coil was fractured close to the crimp sleeve to the connector ring as a result of fatigue. Due to increased stress and an accelerted fatigue, the sensing coil fractured.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks. The device detected vf episodes due to noise. Lead damage suspected. However, no visual damages were seen upon explant.